Event description:
Care giver called to complain of the device reading the calibration test with high values. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.